Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that during a catheter replacement procedure, they obtained cerebrospinal fluid (csf) flow with the new catheter when they inserted the needle. The catheter went up to the 7th thoracic vertebra (t7) without issue, but could not be advanced past this point. The physician took out the stylet and could not get csf. The physician flushed the catheter with preservative free saline and it was patent. They used dye to assess the catheter and it was patent without issue. There was no dye noted along the catheter except at the end where it should be seen. The physician was reportedly happy with the dye study, and felt maybe the patient was ¿on the dry side; did aspirate a couple of cc's when flushed each time.¿ the catheter looked good according to the physician. The pump system was being used to infuse lioresal. The patient recovered without permanent impairment.